Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm xience prime stent was successfully implanted in the distal left anterior descending (lad) coronary artery. The patient was discharged from the hospital the following day. On (B)(6) 2014, the patient was hospitalized for in-stent re-stenosis. Positive fractional flow reserve (ffr) and silent ischemia were diagnosed. On (B)(6) 2014, an unspecified stent was implanted in the lad xience prime stent as treatment. On (B)(6) 2014, the condition resolved without sequela and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.